Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result the ipg was explanted on (B)(6) 2019. The patient is being treated with IV antibiotics.

Event description:
It was reported that the infection is resolved.